Event description:
Event description cpi received information that during interrogation of the implantable cardioverter defibrillator (ICD) at a routine follow-up visit; the nurse noted that the ICD mode had been changed with a magnet. The patient does not recall being near any magnetic sources.